Event description:
A customer contacted baxter's technical service center regarding a reload set 201 alarm that appeared on the display of the home pt's homechoice machine during prime. Per initial report, baxter's technical service center assisted ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report. Hp's nurse, was contacted in 2006 and stated the hp was diagnosed with peritonitis in 2005. Hp's symptoms were belly pain, cloudy effluent, nausea and vomiting. Hp is allergic to vancomycin and levaquin. Hp was treated pre-hospitalization with fortaz 1 gram via ip once a day for three days and with rocefin 1 gram via ip once a day for four days. Antibiotic treatment during hospitalization is unk by nurse. The nurse also stated that there was an apparent break in aseptic technique and the suspected root cause is pt contamination. The hp did recover from this peritonitis episode but has had his catheter pulled and is no longer on pd and may stay on hd permanently.